Manufacturer narrative:
Gtin number for item: 24601-b007t, lot: 16086252 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported multiple complaints of fluid leaking from where the texium on the secondary connects to the smartsite of the primary tubing. There was no patient harm.